Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut. The surgeon manually cut the tissue to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/6/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h16. The device received for evaluation contained a full complement of staples with no visual or functional abnormalities observed. As the report states the subject device was fired but did not cut, we have reason to believe the device returned for evaluation was not the unit involved in the reported event.